Manufacturer narrative:
This is a report of a use error in which the patient had not sufficiently tightened the connections, allowing air to enter the line and resulting in the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three. The patient was connected at the time of the alarm. The patient stated that when alarm occurred they checked lines and bags and noticed that they had not fully tightened the connections on the supply bags allowing air to enter the circuit. The reporter advised the patient to disconnect and finish treatment. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.